Event description:
It was reported implant was received, however when customer opened plastic container there was no implant inside. Event happened during a procedure but no impact to the patient. Used new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4b13, (imp,tsv,4.1,13,mtx,mg) for evaluation. Visual evaluation was performed. The returned implant packaging was identified as reported. The outer vial's tamper seal / ring was in unsealed condition. Inner vial was empty and implant and mount were missing. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1245372. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245372 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : incorrect component quantity.¿ the customer did not submit images for the reported event. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The returned implant packaging was identified as reported. The outer vial's tamper seal / ring was in unsealed condition. Inner vial was empty and implant and mount were missing. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. The reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown/non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.